Event description:
Consumer reported she is reusing pen needles for years. This current box is from 2011. The needle clogs during injection. Informed caller not to reuse. Dc lot # unknown cant read it. Catalog# 320881 date of event unknown sample status discard.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.